Manufacturer narrative:
Date of submission (B)(4) 2018 - device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: during the investigation, the last basal delivery was on (B)(4) 2017 at 5:48pm, and the last bolus history was on (B)(4) 2017 at 5:43pm. The bolus history showed a 2.85 unit normal bolus delivery on (B)(4) 2017 at 11:58 am, and another canceled combo bolus recorded on (B)(4) 2017 at 11:58am. The combo bolus feature recorded the ¿start¿ time of the combo bolus, and only recorded it in the bolus history when the combo bolus was fully completed or canceled and no longer was active. The pump¿s ¿ez-prime¿ steps were performed correctly. No alarms occurred during the investigation, and a 10 unit normal bolus and 10 unit audio bolus were correctly delivered and recorded at the correct time and order. The pump performs within specifications, and the history/setting complaint was unable to be duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was alleged a cancelled bolus alarm was emitted for a bolus the patient administered a half hour prior. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there was an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.